Manufacturer narrative:
(B)(4).

Event description:
Additional information: the right proximal iliac is 10.8 mm in diameter, the proximal aneurysm is 12.4 mm in diameter. The length of the proximal seal zone is 19 mm. The right common iliac length is 87 mm.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an occluded right common iliac and right external iliac artery. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was complaining of tingling in their right leg two weeks post index procedure. The patient presented emergently that night due to the tingling worsening. A CT showed an occluded right common iliac and right external iliac artery. Flow reconstituted in the right common femoral artery. The patient had a thrombectomy. Multiple passes were attempted and clot was removed. However, flow could not be restored adequately. The physician elected to do a fem-fem bypass. No additional clinical sequelae were reported.

Event description:
The patient is fine. The physician did not know the cause of the event.